Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- l3/4/5 lumbar spinal canal stenosis involved in the olif (oblique lateral interbody fusion) and voyager5.5/6.0 procedure. Levels implanted- l3/4/5. It was reported that post-operatively, after inserting the screw and rod, reoperation was performed because the screw became loose, and the set screw came off. After that, the looseness of the set screw was confirmed again, so operation was performed again on the reported day. L3/4/5 olif and posterior pps fixation. Re-operation was performed because the screw on the right side of l4 was loose and the set screw of l5 came off. Patient was hospitalized prolong due to re-operation. No health damage in the patient was reported. On 2022-feb-02, received additional information that there was no impact on the patient. On 2022-feb-07, received additional information that the lot number and the product number are different for the l4 screw and the l5 set screw. The product used at the time of the initial operation was also voyager 5.5 / 6.0, and after the initial surgery, the screw on the rightl4 was loosened and the set screw on the l5 came off, so re-operation was performed. After the re-operation, loosening of the l5 set screw was confirmed, and the backout of the set screw was reported on 2022/1/27.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with pre-op diagnosis- l3/4/5 lumbar spinal canal stenosis involved in the olif (oblique lateral interbody fusion) and voyager5.5/6.0 procedure. Levels implanted- l3/4/5. It was reported that post-operatively, after inserting the screw and rod, reoperation was performed because the screw became loose, and the set screw came off. After that, the looseness of the set screw was confirmed again, so operation was performed again on the reported day. L3/4/5 olif and posterior pps fixation. Re-operation was performed because the screw on the right side of l4 was loose and the set screw of l5 came off. Patient was hospitalized prolong due to re-operation. No health damage in the patient was reported. On (B)(6) 2022, received additional information that there was no impact on the patient. On 2022-feb-07, received additional information that the lot number and the product number are different for the l4 screw and the l5 set screw. The product used at the time of the initial operation was also voyager 5.5 / 6.0, and after the initial surgery, the screw on the rightl4 was loosened and the set screw on the l5 came off, so re-operation was performed. After the re-operation, loosening of the l5 set screw was confirmed, and the backout of the set screw was reported on (B)(6) 2022.